Event description:
Customer called to report high blood glucose. High blood glucose was treated with a manual injection. It was stated that the driver arms were loose and were not pushing the plunger of the reservoir. The reservoir was not moving forward.